Event description:
A customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice (hc) machine during drain 1. The hc machine alarmed after the home patient (hp) had disconnected himself during the first drain. The hp stated that the clamp on the patient line was open. The hp then reconnected, and called for assistance. The baxter technical service representative (tsr) explained the alarm and assisted with troubleshooting. The tsr explained the proper set up and connecting procedures. The tsr instructed the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The hp stated that the clamp on the patient line was open. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.